Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
It was reported that device started to move unintended, the device movement could not be stopped. Waiting for additional information regarding the event.

Manufacturer narrative:
The collected data is currently analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified about an event involving arjo maxi move passive floor lift. A customer reported that during patient¿s transfer, a spreader bar lowered unintentionally. The device movement could not be stopped by a caregiver. No injury occurred. After the event arjo representative visited the customer to provide a device inspection. The device evaluation did not show any malfunction. The arjo technician was not able to re-create customer allegation. No further details regarding event circumstances were provided. To sum up, the maxi move lift was being used with a patient at the time of the event and played a role in the reported event. No injury was reported. There was no technical deficiency found during device examination, but the unintended movement was reported by the customer and from that perspective, device did not perform as intended.